Manufacturer narrative:
(B)(4). The customer reported that the device was tested with a test lung and the issue was duplicated. However, it was not duplicated when tested at the hospital service center. Additional information was requested.

Event description:
It was reported that during patient use, a ventilator was auto cycling. The patient was transferred to another ventilator without harm.

Manufacturer narrative:
(B)(4). A third party service provider replaced the solenoid. The solenoid was returned for evaluation. The service engineer evaluated it and verified the reported complaint. The solenoid was placed into a test ventilator and the unit began auto-triggering while in use. A visual inspection was performed and an o-ring was dry and brittle which could have prevented the internal system from sealing properly. The reported malfunction was duplicated.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.